Event description:
A home patient (hp), using a homechoice system, contacted technical service rep (tsr) and reported a check lines and bags alarm that occurred during last fill. Per the hp, there was solution in the supply bag, which she disconnected and used to replace the empty heater bag. The tsr verbally assisted the hp to end therapy. Per a conversation with the home pt, she stated that she has not experienced any injury or medical intervention associated with this incident. She stated that she knows that she shouldn't disconnect the bags and that she usually doesn't but that she didn't know quite how to get fluid from the supply bag to the empty heater bag. Writer suggested folding the supply bag over to encoureage fluid into the heater bag.